Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. The patient was admitted to the hospital. It was mentioned that the subcutaneous electrocardiogram (s-ECG) appeared different to the previously stored presenting and x-rays showed no apparent movement of the s-ICD system. The system was assessed and automatic and manual set-up of the sensing vectors were performed. Technical services (ts) reviewed the device data and discussed the secondary vector appears to be the most suitable. In addition, the data provided shows a change in morphology, lower r-wave amplitudes, wider complexes mainly in alternate and primary vectors, while the secondary vector might be the only viable one. Further programming and troubleshooting recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. The patient was admitted to the hospital. It was mentioned that the subcutaneous electrocardiogram (s-ECG) appeared different to the previously stored presenting and x-rays showed no apparent movement of the s-ICD system. The system was assessed and automatic and manual set-up of the sensing vectors were performed. Technical services (ts) reviewed the device data and discussed the secondary vector appears to be the most suitable. In addition, the data provided shows a change in morphology, lower r-wave amplitudes, wider complexes mainly in alternate and primary vectors, while the secondary vector might be the only viable one. Further programming and troubleshooting recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.